Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found unable to generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include; kinks, leaks, blockages or component failure. The IFU offers further guidance. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.